Manufacturer narrative:
D10: 03-pml-20-0005 - prim+ tib-l-20mm-sz5. 350-23-24 - vit e liner-l-sz 4-8mm. 350-01-04 - talar implant sz 4 lt. 03-cmb-lc-0005 - p/p+ locking clip - sz5. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 months and 6 days post the initial left total ankle arthroplasty, the patient presented with a prosthetic joint infection. The patient was prescribed medication. The patient subsequently underwent a removal of the port likely related to the completed treatment of the prosthetic joint infection. The outcome is considered to be resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: clinical code and type of investigation. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.